Manufacturer narrative:
Device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that there was deformity noted on the bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in on 2 separate occasions, 1 time during use and 1 prior to use. The following information was provided by the initial reporter: verbatim: ¿material no.: 381412, batch no.: unknown. It was reported after inserting IV (24-guage) catheter into pt noticed a small "bump" of plastic on the catheter just above where the catheter and IV hub attached. No leaking of fluid outside of the catheter. Pt did not experience pain. Pt infused without complication. Upon d/c nurse who took out piv did not note any resistance, pt did not c/o pain. Vss. Both writer and d/c nurse inspected piv catheter, did not note plastic bump on catheter. Pt asked about inspection and instructed pt to call if she were to feel anything beyond her normal. Writer and nursing staff inspected several other piv catheters. Found one other catheter with a slight "bump" in the catheter. They spoke with safety/education nursing team to determine next steps. Sent to value analysis for inspection (to be clear pt catheter had been discarded into chemo bin. Catheter sent was not the same as the one that had been in the pt). A sample is available to be returned to bd.

Manufacturer narrative:
The following information has been corrected: b.5. Describe event or problem: it was reported that two bd insyte¿ autoguard¿ shielded IV catheters 24ga 0.75in (0.7 x 19 mm) experienced catheter tip damage/deformation/defective. Product defect was noted during use. The following information was provided by the initial reporter: verbatim: ¿material no.: 381412; batch no.: unknown. It was reported after inserting IV (24-guage) catheter into pt noticed a small "bump" of plastic on the catheter just above where the catheter and IV hub attached. No leaking of fluid outside of the catheter. Pt did not experience pain. Pt infused without complication. Upon d/c nurse who took out piv did not note any resistance, pt did not c/o pain. Vss. Both writer and d/c nurse inspected piv catheter, did not note plastic bump on catheter. Pt asked about inspection and instructed pt to call if she were to feel anything beyond her normal. Writer and nursing staff inspected several other piv catheters. Found one other catheter with a slight "bump" in the catheter. They spoke with safety/education nursing team to determine next steps. Sent to value analysis for inspection (to be clear pt catheter had been discarded into chemo bin. Catheter sent was not the same as the one that had been in the pt). A sample is available to be returned to bd. H3 other text : see h.10.

Event description:
It was reported that two bd insyte¿ autoguard¿ shielded IV catheters 24ga 0.75in (0.7 x 19 mm) experienced catheter tip damage/deformation/defective. Product defect was noted during use. The following information was provided by the initial reporter: verbatim: ¿material no.: 381412; batch no.: unknown. It was reported after inserting IV (24-guage) catheter into pt noticed a small "bump" of plastic on the catheter just above where the catheter and IV hub attached. No leaking of fluid outside of the catheter. Pt did not experience pain. Pt infused without complication. Upon d/c nurse who took out piv did not note any resistance, pt did not c/o pain. Vss. Both writer and d/c nurse inspected piv catheter, did not note plastic bump on catheter. Pt asked about inspection and instructed pt to call if she were to feel anything beyond her normal. Writer and nursing staff inspected several other piv catheters. Found one other catheter with a slight "bump" in the catheter. They spoke with safety/education nursing team to determine next steps. Sent to value analysis for inspection (to be clear pt catheter had been discarded into chemo bin. Catheter sent was not the same as the one that had been in the pt). A sample is available to be returned to bd.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the representative sample submitted for evaluation. Bd received one unit from item number 381412, lot number 9252589. Through the visual inspection of the catheter tubing a bump was observed near the adapter. A microscopic inspection was then performed where the ¿bump¿ in the tubing was confirmed to be a hole. There were no signs of kinking observed. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was deformity noted on the bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in on 2 separate occasions, 1 time during use and 1 prior to use. The following information was provided by the initial reporter: verbatim: ¿material no.: 381412 batch no.: unknown it was reported after inserting IV (24-"gauge") catheter into pt noticed a small "bump" of plastic on the catheter just above where the catheter and IV hub attached. No leaking of fluid outside of the catheter. Pt did not experience pain. Pt infused without complication. Upon d/c nurse who took out piv did not note any resistance, pt did not c/o pain. Vss. Both writer and d/c nurse inspected piv catheter, did not note plastic bump on catheter. Pt asked about inspection and instructed pt to call if she were to feel anything beyond her normal. Writer and nursing staff inspected several other piv catheters. Found one other catheter with a slight "bump" in the catheter. They spoke with safety/education nursing team to determine next steps. Sent to value analysis for inspection (to be clear pt catheter had been discarded into chemo bin. Catheter sent was not the same as the one that had been in the pt). A sample is available to be returned to bd.